Event description:
Three weeks post ventricular tachycardia ablation procedure, a pericardial effusion was noted in the right ventricle. The patient presented to the emergency room on (B)(6) following an episode of chest tightness and dizziness. A transesophageal echocardiogram revealed a pericardial effusion. Another echocardiogram will be done to monitor the situation. There were no performance issues with any abbott devices.

Manufacturer narrative:
Additional information: g3, h2, h3 the results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident pericardial effusion remains unknown. Per the IFU, vascular perforation is an inherent risk of any electrode placement.